Event description:
It was observed that during the device evaluation, the duodenovideoscope had corrosion on forceps elevator wire. In addition, there is a gap in the adhesive between the distal end (z-block) area. Also, the adhesive around the distal end objective and light guide lens are chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the reported malfunction is traced to component failure from degradation and or stress. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.